Event description:
It was reported that patient presented for routine follow up where it was noted that patient was symptomatic with light headedness while yawning. Patient is pace maker dependent. Upon investigation it was observed that there was noise on the lead which inhibited therapy. Externalized conductors were observed via diagnostic imaging. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.